Event description:
Reported via portal right side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient concern with the product. The device is explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and concern for textured implant device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient concern with the product. The device is explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: yellow particles on the shell. Leak test and microscopic analysis were performed which identified: a sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient concern with the product. The device is explanted.